Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the micu. When attempting to place the catheter over the swg, the catheter became stuck. The doctor tried to remove the guide wire and the catheter and found the guide wire was unraveled. As a result, a new kit was opened and the catheter was placed successfully. There was a delay noted, but it is noted there was no harm to the patient due to this delay. It is also reported there was no patient injury, complication, or death.